Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. The drive support disk was inspected and no anomaly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customers mother reported via phone call that they experienced high blood glucose. The drive support cap was sticking out. Blood glucose reading was 500 mg/dl. The customer declined to troubleshoot for the high blood glucose incident. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer treated high blood glucose level with manual injection. The pump will not be returned for analysis.